Event description:
02/2002: baxter was notified of an acd reaction during an amicus during an amicus apheresis procedure. The donor reported to have experienced tingling. The donor received two tums to decrease the tingling sensation and was reported to have left the center in good condition. The customer indicated that this type of event is not uncommon during an apheresis donation. A viable platelet product was retrieved from the donor.